Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event log showed last error code 1320. Functional testing was performed and the pump tested normally. The customer event was not replicated during the investigation. The most probably cause of the reported issue was a software issue. The software was updated.

Event description:
It was reported that the pump alarmed last error code 1320. The event did not occur during patient use, and no one was harmed as a result of this event.